Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was sent out for return; however, has not been received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the prostate using ruby coil lps. During the procedure, upon attempting to advance the ruby coil lp within the introducer sheath, the hospital tech noticed it would not move. Therefore, the coil was removed. The procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.